Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i needle punctured the catheter. The following information was provided by the initial reporter: during using, it was found that the needle punctured through the catheter tube.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-08. H6: investigation summary: bd received one sample submitted for evaluation. The reported issue was confirmed since the needle can be seen through the catheter during visual inspection. Bd has determined that a likely cause of the failure was partial opening of the device¿s packaging. If the device is removed when the packaging is partially opened, the inserter can be caught on the packaging and result in the needle to ¿sling shot¿ and pierce the catheter due to the catheter¿s elastic properties. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. There are currently controls in place during our manufacturing process to help prevent this failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i needle punctured the catheter. The following information was provided by the initial reporter: during using, it was found that the needle punctured through the catheter tube.